Manufacturer narrative:
This event has been identified as a duplicate report filed under MFR #0002249697-2015-00138.

Event description:
It was reported that bone cement was shipped and there was moisture inside the box on 2 of 3 boxes. They will dispose of the 2 boxes and 2 replacements were shipped. Update: this event has been identified as a duplicate report filed under MFR #0002249697-2015-00138.

Event description:
It was reported that bone cement was shipped and there was moisture inside the box on 2 of 3 boxes. They will dispose of the 2 boxes and 2 replacements were shipped.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report. Disposed of at user facility.